Event description:
It was reported that there was an inappropriate alert was triggered and a shock delivery happened. The device delivered an inappropriate shock for sinus tachycardia. Possible reason was a premature ventricular beat during the tachycardia and an wavelet criterion both suggesting ventricular tachycardia (vt). The patient's cardiac antiarrhythmic medication was increased. The device remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.